Manufacturer narrative:
The info in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). The initial reporter informed the cook area rep in the EU of this occurrence on (B)(6) 2010. The cook area rep informed our european distributor on 07/13/2010. The designated complaint handling unit (customer quality assurance) was not informed of this occurrence until 07/13/2010. These dates are documented. The appropriate personnel have been informed of this occurrence in an effort to promote timely reporting of this info in the future. Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. The lot number could not be determined. Conclusions: the info provided indicated the balloon was inflated prior to pt contact. This is the most likely cause for the reported observation. The instructions for use contain the following precaution: "do not pre-inflate the balloon." Pre-inflation can lead to damage of the balloon material when the device is advanced through the endoscope. Prior to distribution, 5 pieces from each lot is subjected to a test to ensure device integrity. (For lots smaller than 25 pieces, 2 pieces are tested.) During this test, the outer diameter vs pressure is measured/verified. Corrective action: the appropriate personnel have been informed of this type of report in an effort to heighten awareness. This was brought to the attention of the quality review board (qrb). No further action is warranted at this time because this report could not be verified and the info provided indicated the user did not follow the instructions. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic esophageal dilation procedure, the physician used a cook endoscopy eclipse wire guided balloon dilator. The balloon ruptured when inflated to less than one atm. A section of the device did not remain inside the pt's body. The pt required an additional medical procedure and the user alleged this occurrence led to what was reported as "significant prolongation of hospitalization period of 8 days." The pt did not experience any adverse effects due to this occurrence.